Manufacturer narrative:
A lot history review (lhr) of rexh0408 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that the patient, lymphocytic leukemia, was inserted the triple valve PICC on (B)(6) 2014 through the right forearm basilic vein with an insertion length of 38cm. The insertion process was successful. At around 9 pm on the night of (B)(6), the on duty nurse found that the connection part between the end of the catheter and the connector slipped into the patient's body. At 22, it was confirmed that the catheter end was located at the basilic vein proximal to the axillary vein segment. As the patient's platelet was low, vascular surgery refused to operate venesection. At 22:30, the catheter was captured by intervention (the catheter has totally slipped into the right atrium while conducting the intervention), and the removal process was smooth and 43 cm catheter was removed.